Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that while preparing for a da vinci s pyeloplasty procedure, the site experienced system message patient side cart not connected, check red cable and patient side cart power. With the assistance of an isi technical support engineer the site power cycled the system and cleaned and reconnected the patient side cart (pcs) cable, however, the message continued to occur. The patient was under anesthesia when the surgeon decided to abort the planned procedure and complete the procedure using traditional open surgical techniques. No patient harm was reported.

Event description:
It was reported that the device was explanted after an implant duration of approximately 6.6 months, due to unknown reasons. No further details were provided. Information learned from implant patient registry.